Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found only an image of the broken needle near mid-body with the sutures and plates still attached to it. No other anomalies could be observed on the device. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 12deg would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause for the device condition could be traced to the procedural variables, such handling of the device or product interaction during procedure. It is possible that, when the needle was to be assembled in the deployment gun, it was applied an excessive force to it, therefore causing stress and a mechanical deformation which could have caused the breakage of the needle. As per IFU-109282, 1) insert the deployment gun shaft into the open end of the needle package and into the connector end of the needle until the needle clicks onto the deployment gun. Needle should always be attached to the deployment gun with the open slot in the needle facing upward. 2) push down on the needle lock lever to advance the sleeve over the needle and secure it in place. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities

Event description:
It was reported that during an unspecified knee surgery, the omnispan meniscal repair 12deg device needle was broken, removed all the broken parts. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.